Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "system error 105" alarms", determined to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no patient involvement.